Manufacturer narrative:
(B)(4).

Event description:
The customer contacted physio-control to report that their device display went blank when attempting to print a code summary. This behavior indicates that the device likely cycled power unexpectedly which could delay defibrillation therapy, if it were necessary. There were no reports of patient use associated with the reported event.